Event description:
It was reported that several patients that are encountering issues with their foley catheter collection bag tubing becoming kinked, which impacts the urine that needs to drain from the bladder. They initially thought it was an isolated event, but it was now impacting more patients. The tubing was kinking where the drainage tube connects with the bag that holds the urine. The pre-assembled kits seem to have tubing that was more pliable than they normally see. This has impacted at least 3 of patients on tsu. The tubing on the separately packaged drainage bags seems to be thicker but one of registered nurse reports were still encountering difficulties and one of nurses also reported the foley insertion kits were missing sterile gloves despite the package listing sterile gloves as being included. There are several patients being impacted by the urinary drainage bag issue at rhrw and it could cause infection if urine is not draining. The staff have been trying to tape tongue depressors on the tubing so urine can drain. Missing gloves and those packages without gloves will have a yellow sticker. However, if it does not have a yellow sticker, the gloves should be present. To check, they just opened a kit without a sticker and gloves were present.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted two unopened (with original packaging), drainage bag foley tray system. Visual inspection of the one-photo sample noted that due to the poor condition of the photo sample the reported failure could not be evaluated therefore this investigation is considered inconclusive. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device history record review could not be performed without a lot number. Based on the results of the investigation, no actions can be taken at this time since a root cause was not identified. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that several patients that are encountering issues with their foley catheter collection bag tubing becoming kinked, which impacts the urine that needs to drain from the bladder. They initially thought it was an isolated event, but it was now impacting more patients. The tubing was kinking where the drainage tube connects with the bag that holds the urine. The pre-assembled kits seem to have tubing that was more pliable than they normally see. This has impacted at least 3 of patients on tsu. The tubing on the separately packaged drainage bags seems to be thicker but one of registered nurse reports were still encountering difficulties and one of nurses also reported the foley insertion kits were missing sterile gloves despite the package listing sterile gloves as being included. There are several patients being impacted by the urinary drainage bag issue at rhrw and it could cause infection if urine is not draining. The staff have been trying to tape tongue depressors on the tubing so urine can drain. Missing gloves and those packages without gloves will have a yellow sticker. However, if it does not have a yellow sticker, the gloves should be present. To check, they just opened a kit without a sticker and gloves were present.